Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset and was treated with vancomycin injection (1gm, ongoing, route and frequency were not reported) and magnova injection (125 mg, ongoing, route and frequency were not reported). At the time of this report, hospitalization was ongoing (for hemodialysis), pd therapy was discontinued and the patient has recovered from the event. No additional information is available.